Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an incomplete corneal cut during laser assisted flap creation. A patient resulted with astigmatism. Upon follow up, no error messaged appeared on the screen. Surgeries were completed manually. There are two related reports for this facility. This report addresses a patient with astigmatism and another manufacturer report will be filed for a unknown amount of patients.